Manufacturer narrative:
Initial.

Event description:
On (B)(6) 2026 the user reported that on (B)(6) 2026 they experienced hypoglycemia with a blood glucose of 30 mg/dl. The user was able to treat the low blood glucose by oral glucose without assistance from a caregiver. The user was treated at home and did not require emergency medical services or hospitalization. The user experienced recurrent hypoglycemia while using the ilet. This situation can occur during insulin therapy and is consistent with the reported blood glucose values reaching as low as 30 mg/dl. The user reported frequent low glucose events and treatment with oral carbohydrates. Additional context indicated use of concentrated insulin and ongoing therapy adjustments, which may contribute to hypoglycemia risk. Based on available information, no device malfunction has been identified. The events did not require emergency medical services or hospitalization. If additional information becomes available, a supplemental medical device report will be submitted.